Event description:
A customer reported a cartridge alarm 20 but confirmed it did not cause their blood glucose level to exceed 500 mg/dl. Despite assistance from technical support in loading a new cartridge, the alarm recurred, preventing resumption of insulin therapy. As a corrective action, technical support decided to replace the malfunctioning pump, advised the customer on acquiring backup therapy using mdi, and provided detailed instructions on storing and returning the pump using a return box and pre-paid label within 10 days. The customer understood and acknowledged these steps, and a replacement pump with updated software was sent.